Event description:
The hcp reorted the pump was explanted due to battery depletion. The patient had not been experiencing any adverse events. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Final device analysis results reveal motor gear shaft wear.